Manufacturer narrative:
At the time of this report, the device had not returned to manufacturer for evaluation. Suspected problem has been identified in results and conclusions. Additional information: reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire shoule be removed together to prevent potential damage to vessel walls. It resistance is still felt, the sheath should also be removed at part of the unit.

Event description:
Reported as: the physician was performing an atherectomy of the sfa. He attempted to remove and clean the device. When he attempted to bring the device into the sheath, he met resistance. Once out of the body, he realized that the tip had separated from the catheter. He was able to snare the tip, but was unable to get the tip fully into the sheath and out of the body. He was able to remove the tip by removing the device and sheath together, (as instructed by the IFU).